Event description:
Current lot of dexcom g6 sensors (lot 7273647) causing severe allergic reaction and skin rash. Has happened with all sensors used with this lot number so far. Reported to dexcom but they have only suggested that I look at website for possible relief methods, most of which I have tried to no avail. FDA safety report ID# (B)(4).